Event description:
It was reported that the spinal cord stimulation (scs) lead was broken inside the patients body. The patient experienced increased pain and swelling on the right side of the hip. No further information could be obtained. Additional information was received that there were no broken leads. There were high impedances on some lead contacts and patient had good coverage with reprogramming. No further course of action will be taken.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7081671.

Event description:
It was reported that the spinal cord stimulation (scs) lead was broken inside the patients body. The patient experienced increased pain and swelling on the right side of the hip. No further information could be obtained.